Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image was dark when plugged into console. The event occurred at an unspecified procedure which was completed with a back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken objective lens and loose light guide adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was dark, cracked due to broken objective lens should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.